Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 6:30pm. As part her diabetes regimen, the patient claimed she is on an insulin pump. At the time the alleged issue began, the patient stated she did not take any action regarding her diabetes regimen. The patient denied developing symptoms. The following day at 3pm, the patient stated she had a doctor's office visit. At the time of the doctor's visit, the patient indicated they tested her blood glucose on the doctor/clinic meter with a result of "486 mg/dl" and self-treated with 12 units of humalog insulin. At the time of troubleshooting, the cca noted the correct test strips were used, there was no misused of the subject meter, and the power button turned on; however, it did not turn on with test strip insertion. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms suggestive of severe hypoglycemia or hyperglycemia nor did the patient received medical treatment for acute complications of diabetes. However, this complaint is being reported because the alleged power issue was not resolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. The meter was found to test within operating parameters. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.